Event description:
A report was received that the patient was having difficulty aligning charger to ipg. The patient underwent battery replacement because the ipg is loosing charging. The patient was doing great following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty aligning charger to ipg. The patient underwent battery replacement because the ipg is loosing charging. The patient was doing great following the procedure.

Manufacturer narrative:
Additional information was received that the patient was recently put in with a nondevice related system of which an electrocautery was used. This event might have shorted out the ipg, so the physician decided to use a new system. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual 9055940-001). It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.